Manufacturer narrative:
Device evaluation: visual inspection of the returned product found a tear on the lens optic. A piece of lens optic and haptic were torn off and missing. The lens was returned in liquid and there was clear residue on the lens. (B)(4).

Event description:
The reporter stated the patient had a 13.7mm micl13.7 implantable collamer lens, -9.5 diopter, implanted in her right eye (od), on (B)(6) 2016, by a surgeon in (B)(6). The lens was explanted on (B)(6) 2016 due to excessive vaulting, by a surgeon in (B)(6). The lens was exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.